Manufacturer narrative:
The ICD and a proximal lead fragment were returned for analysis. Upon receipt, the lead connectors were still attached to the ICD header. After disconnecting the lead from the ICD, both devices were subjected to a thorough analysis. Lumax 540 vr-t dx the ICD was interrogated, revealing the battery status eri. The ICD was implanted for 102 months and 38 charging cycles were recorded to the ICD memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right atrial and farfield channels. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Furthermore, the amount of charge taken from the battery was verified and the eri status was anticipated. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right atrial and farfield channels. However, a thorough analysis of the ICD proved the device to be fully functional. The battery status was anticipated. Linox smart s dx 65/17 upon receipt, the lead under complaint was found cut approx. 11 cm distal to the df-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was cut during the extraction procedure. The inspection revealed severe abrasion marks at several positions of the segments leading to the connector pins. In particular 2.5 cm distal to the df-1 connector of the rv shock coil the insulation was found fractured. This damage is assumed to be the root cause for the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. The manufacturing processes for both devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.

Event description:
It was reported that approx. 103 months after the implantation and during a scheduled ICD replacement, an insulation breakage near to the conductor pin was noticed. The inner part of the lead body was not damaged, the impedance values were within range. The lead was cut through and capped. The connector part was returned for analysis.